Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead was failing to capture. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Correction: the correct implant date should have been (B)(6) 2017, rather than (B)(6) 2023.

Event description:
New information received notes that the right atrial lead was capped and replaced on (B)(6) 2024.